Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastroint estinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that an office visit note from (B)(6) 2019 said that the impedance on 1 was normal, but impedances on 0, 2 and 3 were high and these impedances had previously been normal. It was noted that discussion took place with the family at the office about settings changes since no other settings were available due to high impedances on 3 of the 4 electrodes. A possible lead replacement was also discussed with the family. There were no patient complications reported as a result of this event.